Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of pain could not be confirmed via laboratory testing. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd her scs sys, including an ipg, on (B)(6) 2008. It was reported that the pt had pain at her ipg pocket site due to the size of the ipg. The physician explanted and replaced the ipg with a smaller model ipg on (B)(6) 2011. No further pt complications were reported.